Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two unspecified mentor saline breast prostheses, suffered spontaneous deflation of the left breast implant around (B)(6) of 2020. The patient was seen by a physician and the right breast implant was deflated deliberately. Subsequently, the patient developed recurrent seromas on the right breast through (B)(6) of 2020, requiring multiple aspirations. As a result, the patient underwent revision surgery on (B)(6) 2021. Upon opening of the right breast capsule, a purulent foul smelling fluid was encountered. The patient also experienced discomfort due to reported infection. The right breast implant was removed without replacement and a jackson pratt drain was placed on the right breast. No intervention was performed on the left breast. Fluid was collected and tested from the right breast and no growth or organism was found. This medwatch form is for the left breast prosthesis.